Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a proglide device after an ablation interventional procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. When attempting to retract the device, there was resistance with the skin tract and the device became stuck. The physician applied force and the device came out. It was noted that the guide had broken and was held together by the actuator wire. The proglide device was held together in one piece. Hemostasis was achieved using a manual compression and a femostop. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment and needle to cuff miss were confirmed. Additionally a foot break was noted. The location of the broken foot is not known. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. When attempting to retract the device, there was resistance with the skin tract and the device became stuck. The physician applied force and the device came out. It should be noted that the proglide instructions for use, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Based on the reported information provided, the resistance encountered during removal was circumstantial related to the difficulties experienced. The reported difficulties appear to be related to aggressive manipulation or interaction with the patient anatomy during insertion. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, a posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown as it was not returned.